Manufacturer narrative:
Product complaint # (B)(4). Corrected data: on the initial report manufacturer contact postal code was submitted with ch-2400. Please note that this information was entered in error. No information should have been entered in this section. Additional information received indicated that the coil detached and then protruded as catheter was withdrawn. The aneurysm had atlas stent with crossing technique. After protrusion coil tail appeared stable so no further intervention a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the sterling study, during a coil embolization of a ruptured midline anterior communicating artery aneurysm, a 1mm x 2cm galaxy g3 mini coil (glm910020, l11556) prolapse/herniated, ¿small tail after detachment¿. The device remained implanted. There was no serious adverse event (sae) as a result of the device deficiency. All the study coils were successfully implanted at the target site. The aneurysm height was 1.3mm and dome was 2.4mm. The maximum aneurysm diameter was 4.1mm, neck size was 4.1mm and dome-to-neck ratio was 0.6mm. Coil embolization was subsequently performed with the implantation. Of one 1.5mm x 12.5cm galaxy g3 mini, one 1.0mm x 3.0cm galaxy g3 mini, one 1.5mm x 2.0cm galaxy g3 mini, and two 1mm x 2cm galaxy mini, including complaint coil. Two neuroform atlas stents. Additional information received indicated that the coil detached and then protruded as catheter was withdrawn. The aneurysm had atlas stent with crossing technique. After protrusion coil tail appeared stable so no further intervention the device remains implanted therefore is not available for analysis. A manufacturing record evaluation was performed for the finished device l11556 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil protrusion into parent vessel¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Cnv_2017_01: 894-022. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. (B)(4). The device was implanted; therefore, it will not be returned for evaluation. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the sterling study, during a coil embolization of a ruptured midline anterior communicating artery aneurysm, a 1mm x 2cm galaxy g3 mini coil (glm910020, l11556) prolapse/herniated, ¿small tail after detachment¿. The device remains implanted. There was no serious adverse event (sae) as a result of the device deficiency. All the study coils were successfully implanted at the target site. The aneurysm height was 1.3mm and dome was 2.4mm. The maximum aneurysm diameter was 4.1mm, neck size was 4.1mm and dome-to-neck ratio was 0.6mm. Coil embolization was subsequently performed with the implantation. Of one 1.5mm x 12.5cm galaxy g3 mini, one 1.0mm x 3.0cm galaxy g3 mini, one 1.5mm x 2.0cm galaxy g3 mini, and two 1mm x 2cm galaxy mini, including complaint coil. Two neuroform atlas stents.